Event description:
It was reported that the parts are falling out of the sagittal saw attachment. The event occured at user facility prior to use. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the parts are falling out of the handpiece. The event occurred at user facility prior to use. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
Upon visual inspection, the components of the device including the compression spring and input shaft guide were found to be missing. The device was discarded by the manufacturer.

Event description:
It was reported that the parts are falling out of the sagittal saw attachment. The event occured at user facility prior to use. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.